Event description:
It was reported that the patient faced infusion set issues on (b)(6) 2026, since caller reported infusion set was Got caught and ripped out.

Manufacturer narrative:
MDR (b)(4) / Initial 1 of 2.Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.